Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) was discovered to have a broken display. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue replaced the display. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Corrected filed- d4 (UDI), h6(type of investigation). He fse that encountered the issue replaced the display (0160-00-0127). The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of display broken. The failure analysis and testing dept. Performed a visual inspection and observed a black spot on the display indicating damage to the display. The fat dept. Verified the complaint of the display being broken. Retaining the display in the fat dept. Per procedure. The most probable root cause was pixel failure due to excessive force.

Event description:
N/a